Event description:
The customer reported that the device performed an uninitiated reboot/restart. There was no reported patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.